Manufacturer narrative:
A review of the documentation including the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control and specifications of the device was conducted during the investigation. The complaint device was not returned, therefore a visual inspection of the device could not be conducted. Additionally, a document based investigation evaluation was performed. The device master record revealed there are proper procedures are in place to identify and prevent this failure mode prior to lot release. Adequate risk controls are in place to inhibit this failure mode including material specifications and quality controls procedures. This analysis indicates that the risks associated with the devices are acceptable when weighed against the benefits. The lot number for the complaint device is unknown due to lack of information supplied by the complaint facility, but a database search revealed there were two potential lots of the device that had been shipped to the customer: 9287584 and 9291308. The device history records from these lots revealed no reported nonconformances related to the failure mode. It should be noted that there were no other complaints that have been reported for these lot numbers. There is no evidence to suggest there is any nonconforming product in house or out in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: "this product is intended for use by physicians trained and experienced in the treatment of pneumothorax. Standard techniques for placement of pneumothorax catheters should be employed." Instructions for use: prep the access site with appropriate antiseptic solution and drape in standard fashion. Note: the suggested insertion site is the fourth intercostal space at the anterior or mid-axillary line. Advance the catheter over the wire guide into the pleural cavity to the desired depth. Depth may be guided by the 2.5 cm markings on the catheter. The first mark begins 5 cm from the last sidehole. Confirm catheter placement by valve movement and fluoroscopic or roentgenographic verification. All connections must be secure and airtight. Perform inspections of the catheter and connections regularly." How supplied: "upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, no returned product and the results of the investigation, a definitive cause was established as user technique and unintended user error. It was reported that the device was placed too far laterally during the procedure. Misplacement of the device can result in various complications, including serious injuries and death. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a patient passed away after the incorrect placement of a wayne pneumothorax catheter by a resident. The physician stated that the catheter was placed too far laterally. The physician noted that, "this unfortunate situation to user error and that his residents require some additional education/training." As a result, the area representative offered up additional education/training. Information regarding event and patient details has been requested, however, the facility is unable to provide any additional information at this time.